Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The fork and caster were broken. This was because the consumer was young and playing around.